Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, bleeding continued. When the device was removed, the clip was found deployed on the distal end of the device. A non-abbott device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.

Event description:
It was reported that the screw broke. The absorbable part of the screw stayed inside patient. The surgeon had to do a larger incision (open surgery) to retrieve different parts of the device. No parts left inside patient after being retrieved from the open surgery.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report, the customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.